Event description:
While nurse was drawing blood from IV line, using vacutainer "saf-t holder blood culture device" from smiths medical (ref 96004), the lurlock broke away from the needle causing a safety risk for the nurse (sharps exposure). This has been happening multiple times.